Event description:
It was reported that during an angioplasty treatment procedure the balloon expanded beyond the markerband. The lesion was located in the left anterior descending (lad) artery. The 2.25x15mm apex balloon was inflated three times at 14.2-18.4 atms for 14-18 seconds. While inflated, it was noted that the proximal end of the balloon stretched beyond the markerband. No patient complications occurred and the procedure was successfully completed with this device. Patient status post procedure is ok.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found a severe kink in the midshaft and corewire at 10cm proximal to the port. There was a large build up of solidified contrast media present inside the balloon and inflation lumen. The device was attached to an encore inflation unit and several attempts were made to inflate the balloon, without success. The device was immersed in hot water, in an attempt to dissolve the solidified contrast media that was present. However, all additional attempts to inflate the balloon failed. An examination of the markerbands identified no anomalies. The markerband length was confirmed to be correct for a 15mm long balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user error because the device was not used in accordance with the directions for use (dfu). The balloon was inflated above the rated burst pressure. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure the balloon expanded beyond the markerband. The lesion was located in the left anterior descending (lad) artery. The 2.25x15mm apex balloon was inflated three times at 14.2-18.4 atms for 14-18 seconds. While inflated, it was noted that the proximal end of the balloon stretched beyond the markerband. No patient complications occurred and the procedure was successfully completed with this device. Patient status post procedure is ok.